Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a sterile package was damaged. Subsequently, the surgeon used a different sized implant as there was no other implant available.

Event description:
It was reported that a sterile package was damaged. Subsequently, the surgeon used a different sized implant as there was no other implant available.

Manufacturer narrative:
(B)(4). The reported event has been confirmed through visual inspection of the returned packaging, which confirms that the inner sterile barrier has been breached. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A complaint search identified no similar complaints for the same part number, and no further complaints for the same lot number. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event is likely to be damage caused by the transit process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.